Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly; miscellaneous acceptable testing-catheter incomplete/returned in segme nts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 19-dec-2021, UDI#: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 20-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2021 regarding a patient receiving fentanyl (2000.0mcg/ml at 700.2mcg/day), bupivacaine (20.0mg/ml at 7.002mg/day), and morphine (4.9mg/ml at 1.7154mg/day) via an implanted infusion pump. The patient's pre and post-operative diagnoses included intervertebral disc disorders with radiculopathy in the lumbar region, low back pain, other intervertebral disc degeneration in the lumbosacral region, and uncomplicated opioid dependence. Concomitant medications included ambien, hibiclens, ibuprofen, metformin, mupirocin, ondansetron, oxycodone, restoril, tylenol, and valium. It was reported that the patient slipped and fell on the stairs at their apartment complex 5 months after their initial implant. The patient didn't think anything of it, but over the course of the year the patient hadn't had relief of their pain from the pump like they expected. The patient had reported a 10/10 level of pain. The patient had a catheter dye study (cds) and there was dye in the tissue. It was also noted that the catheter was disconnected from the pump. At revision surgery on (B)(6) 2021, the catheter was found to be dislodged from the spinal canal. The anchor appeared intact. A new spinal segment was implanted and the patient received a test dose in recovery which seemed to be helping their pain. The issue was considered resolved at the time of report.